Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Anatomy - the proglide devices used in the femoral vein. Failure to follow steps - the guide wire not being removed prior to suture deployment. Failure to follow steps - the perclose proglide 6f system is designed for use in 5f to 21f access sites. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement with two proglide devices were successfully placed in the right femoral vein via an 8fr sheath after an interventional micra pacemaker procedure. Reportedly, the sutures were deployed; however, the guide wire was not removed prior to suture deployment. The sheath was upsized to 24fr and the micra pacemaker procedure was completed. After placement of the pacemaker, the sutures could not be tightened and became entangled with the guide wire. The sutures were cut and removed from the patient anatomy. Two additional proglide devices were placed and used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.